Manufacturer narrative:
Date of event: estimated based on 45 days from procedure.

Event description:
It was reported that a leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. Five partial recaptures were performed. Upon deployment, a 2mm leak was noted but was considered within release criteria. The 45-day follow-up transesophageal echo (tee) showed a leak measuring between 4mm and 6mm. Further imaging showed a gap of less than 3mm via computed tomography (CT) with contrast. The patient was brought back for a redo atrial fibrillation ablation with potential accessory device to close the leak. Due to complication with the ablation, the implanter did not attempt leak closure with an accessory device. No harm came to the patient as a result of the leak. The patient remains on eliquis.